Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient was experiencing ineffective stimulation. X-rays were taken and indicated a lead migration had occurred. The sjm representative met with the patient and reprogramming was unsuccessful. Surgical intervention was discussed with the patient, however, the patient has not decided if she wishes to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.